Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a technician felt a small shock and observed a spark while changing the condensate jar on the atellica im 1600 analyzer. As per siemens instructions, the customer stopped using the analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the cable harness, wiring, and connections inside vacuum and waste compartment and found no electrical hazards. The cse discovered that the technician was wearing a fleece jacket at the time of the event. As there were no instrument malfunction, exposed wires, or electrical hazard, siemens determined that static discharge potentially contributed to the event. This report is being filed in an abundance of caution. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported when a technician inspected the vacuum filter trap and changed the condensate jar on the atellica im 1600 analyzer, the technician felt a small shock and observed a spark. There were no reports of injury, and the technician did not seek any medical attention. There are no known reports adverse health consequences due to this event.